Manufacturer narrative:
(B)(4). To date the incident generator has not been received for evaluation. If the unit is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that a patient had a biopsy of a cervical lymph node using a non-covidien electrical scalpel and the reported generator. Sometime afterward, the patient was diagnosed as having the sequelae of paraneural damage on the right side of the body. Although it is possible for paraneural damage to result from the use of an electrical scalpel, the customer does not suspect it in this case and believes the paraneural damage is most likely related to the patient's complicating disease.